Event description:
It was further reported that additional troubleshooting steps were taken to include updating the host tablet operating system version, however, upon relaunching the application the issue reoccurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a message indicating that the certificate update failed when attempting bluetooth connection with the mobile programmer. Troubleshooting steps were taken to include multiple reattempts of establishing connection which resolved the issue. The decision was then made to swap out the application, however when attempting to end the session the certificate update failed error resurfaced and the application froze. Additional troubleshooting steps were taken to include pressing the home button and shutting down the application from the background. No patient complications have been reported as a result of this event.